Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned for analysis. Visual and microscopic inspection was performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that coil was unable to advance and was stretched. The patient underwent transjugular intrahepatic portal shunt and embolization of gastric varices procedure. A 15mm x 40cm interlock-35 coil was selected for use. During the procedure, the physician used a non-boston scientific (bsc) catheter to reach the fundus vein. However, when the coil was advanced, the coil could not be pushed out of the catheter due to obvious resistance. Consequently, it was noted that the coil was stretched upon withdrawal. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed arm coil was detached.